Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it appears most likely that the nurse plugged the pump into the socket on the wall and there was sudden bang heard and the main power cable flew out of the pump and started sparking. When reviewing similar reportable events, we have found only 1 case with similar general fault description (cable damaged, wires exposed). Therefore, the occurrence rate observed for this failure mode is currently considered to be very low. It has been established that the alpha relief system was being used for a patient handling at the time of the event and contributed to the outcome of the event due to alpha relief pump malfunction damaged main cable. Although the focus of the complaint was on the pump, no malfunctions were indicated regarding the mattress. Based on the above, the pump and the mattress which work together as a system were found to have malfunctioned (not performing to specification) when the event took place. Following the information gathered it can be established that day before the event occurred the mattress and pump had been delivered and had been working fine since delivery. It is highly unlikely that the main cable of the pump would be wrenched suddenly without any impact of user. Therefore, it appears most likely that the failure was caused by the possible sequences of events: the bed was initially moved without the pump being disconnected from the power the cable was left on the floor whilst the bed was being moved and became entangled in some obstacles. The instruction for use (IFU) for alpha relief (500972en) contains crucial information: "to deflate the mattress, switch the pump off and disconnect from power supply" "warning: electrical equipment may be hazardous if misused." The possible sequences of events presented above seems to be the most probable and to be in line with the event description. From the information available and our evaluation performed, we have come to find it most likely that the event was caused by use error not following IFU at several points. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to carefully handling of the device and its all electrical parts. This is to be communicated to the customer. Due to the nature of this incident we are reporting this event to competent authorities with an abundance of caution even though no serious injury actually occurred there was a probability of harm with a high severity.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint concerns the issue with alpha relief pump. It was reported that the patient using alpha relief system (mattress and pump) was taken for a scan (whilst still in bed). When the patient returned from the scan, the facility staff plugged the pump back in to the socket on the wall and it didn't work. Suddenly there was a bang and the cable flew out of the pump and started sparking. It was also reported that the nurse received a shock from this but then it was clarified that there was no physical injury and the shock mentioned was not an electrical shock. The nurse switched the power off at wall. No injuries were received by the patient or the staff as a consequence.